Manufacturer narrative:
Device was not returned for additional evaluation and investigation. Per the instructions for use of the device, pocket seroma is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Additional communication with the agent covering the issue confirmed that the patient most likely experienced a seroma as no infection was found. Pump was explanted, but the explant date was not able to be confirmed. Patient reportedly recovered well from the surgery.

Manufacturer narrative:
Pending follow up on date of explant, explanting physician, device disposition, and other additional details. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they have been experiencing immense pain near and below their pain pocket following implantation. The patient reports that they were implanted and since then their back pain has felt better but now they have much worse pain and a possible infection around the area that their pump is located. They report that the pain is in the pocket area, near the area of spinal entry, in their buttocks, groin and legs. They report that they had a cap study done which confirmed that the catheter was patent. They report that fluid and blood have been drained around their pump. They report that they have been on morphine, and that the dose has been increased and decreased since implantation. They report that they saw their physician, and that the physician believes that the patient might be having an allergic reaction to the pump. Additional communication with the agent covering the issue confirmed that there was no infection and that the physician did not believe that the patient was having an allergic reaction to the pump. Agent also stated that the patient had contacted them stating that they had their pump removed per their own request and not per the physician's clinical reasoning.